Event description:
It has been reported that the needle sftygld 25x1 rb has been found experiencing separation of the needle and syringe during use. The following has been provided by the initial reporter: it was reported that needle detached from the syringe. Per reported issue: we have received a complaint from our customer for a connectivity issues between a ps prtc syringe with a safety needle. Results was a detached lla from the syringe. When we received samples on (B)(6) 2022, one lla was with a bd safetyglide. Gsk observed 2 occurrence with bd safetyglide but we received information about the product for only one sample. Safetyglide batch number 9127969 ref (B)(4).

Manufacturer narrative:
Correction: additional information received for needle stick injury. The following information has been updated: type of reportable events: serious injury.

Manufacturer narrative:
H.6. Investigation summary: one loose safetyglide needle and an opened blister package from batch #9127969 (p/n 305916) were received. The sample was visually evaluated. No molding or damage issues were observed at the hub of the returned sample. Since the sample was contaminated and had been manipulated no testing could be performed. No defects were observed. The reported defect was not identified in the sample received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that the needle sftygld 25x1 rb has been found experiencing separation of the needle and syringe during use. The following has been provided by the initial reporter: it was reported that needle detached from the syringe. Per reported issue: we have received a complaint from our customer for a connectivity issues between a ps prtc syringe with a safety needle. Results was a detached lla from the syringe. When we received samples on oct 24, one lla was with a bd safetyglide. Gsk observed 2 occurrence with bd safetyglide but we received information about the product for only one sample safetyglide batch number 9127969; ref 305916.

Event description:
It has been reported that the needle sftygld 25x1 rb has been found experiencing separation of the needle and syringe during use. The following has been provided by the initial reporter: it was reported that needle detached from the syringe. When retiring the needle, the lla detached and the needle landed on the wrist of the nurse. Per reported issue: we have received a complaint from our customer for a connectivity issues between a ps prtc syringe with a safety needle. Results was a detached lla from the syringe. When we received samples on oct 24, one lla was with a bd safetyglide. Gsk observed 2 occurrence with bd safetyglide but we received information about the product for only one sample safetyglide batch number 9127969 ref (B)(4).

Manufacturer narrative:
Correction: additional information received for needle stick injury. Date of event provided. The following information has been updated: date of event: (B)(6) 2019. Describe event or problem: it has been reported that the needle sftygld 25x1 rb has been found experiencing separation of the needle and syringe during use. The following has been provided by the initial reporter: it was reported that needle detached from the syringe. When retiring the needle, the lla detached and the needle landed on the wrist of the nurse. Per reported issue: we have received a complaint from our customer for a connectivity issues between a ps prtc syringe with a safety needle. Results was a detached lla from the syringe. When we received samples on oct 24, one lla was with a bd safetyglide. Gsk observed 2 occurrence with bd safetyglide but we received information about the product for only one sample safetyglide batch number 9127969 ref (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle sftygld 25x1 rb has been found experiencing separation of the needle and syringe during use. The following has been provided by the initial reporter: it was reported that needle detached from the syringe. Per reported issue: we have received a complaint from our customer for a connectivity issues between a ps prtc syringe with a safety needle. Results was a detached lla from the syringe. When we received samples on oct 24, one lla was with a bd safetyglide. Gsk observed 2 occurrence with bd safetyglide but we received information about the product for only one sample safetyglide batch number 9127969 ref 305916.